Manufacturer narrative:
(B)(4). Batch #u5at8a. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with an ecr45d reload loaded on the device. The reload was received unfired. The device was tested for functionality in the articulated position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of user error, the instructions for use do contain the following: "caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays '0' and the knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions." The event described could not be confirmed, as the device performed without any difficulties noted and no cartridge was returned for analysis. The following information was requested, but unavailable: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the jaws became unable to open/close during use. The device could not be released. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.